Event description:
During a remote follow-up, episodes of noise, far r-wave oversensing, and inappropriate mode switch were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.